Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone17.3 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2025, they were hospitalized due to hyperglycemia (blood glucose was >400 mg/dl) after wearing the pod on the abdomen for approximately 24-36 hours. Reported symptoms included hives, dehydration, and hallucinations. At the hospital they performed an x-ray (results not specified) and treatment consisted of intravenous fluids and insulin injections. The patient was discharged after one day.